Event description:
See user facility report # (B)(4).

Manufacturer narrative:
We feel that this event does not fit the definition of an MDR reportable event. Based on the info available to us, the device did not cause or contribute to a death or serious injury. Also, the device would not be likely to cause or contribute to a death or serious injury if the malfunction recurred because once the tip falls out of the handpiece, power is cut off to the palladium tip, which then cools very rapidly. However, in response to becoming aware of our customer's medwatch report, we respectfully submit our reply. An internal CAPA report will be completed and filed on-site. Eval summary: when the customer, (B)(6) hospital, first contacted us with the complaint, they explained that their new order of 210t electrode tips would not stay attached in their handpiece. They then returned their handpiece for our eval. When we received the device (from lot #k116e6, not#k11as8 as initially reported), we tested 30 tips from the lot in question, #120501047, by inserting each one into the handpiece. We then returned the handpiece upside down and shook vigorously. Each tip remained securely attached to the handpiece. To confirm the results of this testing, regularly affairs / quality assurance repeated the test with three different tips. The first tip fit securely and passed testing. However, the next two tips fell out of the handpiece when it was tipped upside down. At this point, we stopped the test and evaluated the handpiece further. First, we investigated the stock of components that make up the parts in question. The following components were measured and compared to the specs in the ICU 250 handpiece device master production record: teflon rods, electrode top, and electrode bottom. The measurements were all within their 0.005" tolerate, however, some components were near the limits of this acceptable tolerance. When we made parts with these components that were near the limit of their acceptable tolerance, we found that the tips did not fit as securely as they should. After taking with customer service and mfg personnel, we discovered that this problem has occurred in the past. In these situations, customer service staff has instructed customers to spread the brass rods apart slightly, creating a better friction fitting between the tip and the handpiece. This has always resolved the problem. However, this particular customer would like a better resolution which will not require them to adjust each tip. Therefore, we have agreed to evaluate each of the customer's handpieces (approx 15), repair if necessary, and send them new tips, which we will inspect individually before shipping.